Event description:
A malfunction was reported on the pump, and there were no notable events leading up to the issue. There was no adverse impact to the customer's blood glucose level. Customer received assistance from technical support in resetting the pump, and the malfunction code did not recur. Customer was advised to continue using the pump and to contact support if the issue happened again.